Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a high alarm "cassette not attached properly" error occurred. The user tried different cassette and clearing out the error but nothing was working to get rid of the error. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Product is in good condition. Tamper seal has not been removed. Event history log was reviewed and 'high alarm displayed: cassette not attached properly' was shown 66 times. During testing, the cassette was attached and handle was closed. The high alarm displayed: cassette not attached properly was displayed on the lcd screen. In mu mode at a/d screen, the value of dso sensor did not change when the cassette was attached. Visual inspection found air bubbled on dso seal and fluid ingression on dso sensor. Reported problem was duplicated. Problem found with the dso sensor due to degradation on the dso seal and fluid ingression on dso sensor. Dso sensor was replaced. The pump passed all calibrations and functional tests. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.